Manufacturer narrative:
The customer stated that they were unable to detect the lower viral load ebv (vls2-15 sample) for a cap survey sample using nuclisens® easymag® magnetic silica product. A biomerieux internal investigation was conducted. For the cap survey the customer performed 4 different pcr amplifications : adenovirus, bk, cmv and ebv. All of the obtained results were within the expected range, except the one sample for ebv. The customer had two cap samples tested for ebv viral load, using the focus diagnostics integrated cycler (real-time pcr) with their simplexa reagents: o vls2-16 sample : the result was within the expected range (3.6 iu/ml for a calculated mean of 3.717 iu/ml for the focus diagnostics users and of 3.633 iu/ml for all methods). O vls2-15 sample : the result was: < 2.89 iu/ml (not detected). For this sample, "173 results would be reported as: 128 positive results and 45 not detected results." The mean obtained by all the participants is 2.558 iu/ml (log10), which is below the detection limit of the used technology, ie 2.89 iu/ml. The customer obtained a "negative" result like 26% of all cap participants. Therefore, this cap sample seems to have a concentration below the lowest reportable quantity limit of 2.89 iu/ml fixed by the ebv amplification method used by the customer. The investigation concluded that the negative result obtained by the customer for vls2-15 sample is linked to the sensitivity of the method used. The mean value obtained for this sample is 2.558 iu/ml, which is below the lowest reportable quantity limit of 2.89 iu/ml fixed by the ebv amplification method used . The nuclisens® easymag® magnetic silica product is therefore not the root cause of this event.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomérieux to report downstream performance issues associated with the nuclisens® easymag® magnetic silica product. The customer uses focus diagnostics integrated cycler (real-time pcr) with their simplexa reagents to detect epstein barr virus (ebv). The customer stated that they were unable to detect the lower concentration ebv in a cap survey sample, which constitutes a false negative result. Their nucleic acid target is double stranded, and of medium genome size. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey sample. Biomérieux investigation will be initiated.